Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4 way valve not switching. Additional malfunctions include the valve operator was stuck, the metal clamps were leaking, and the sieve beds had low o2.